Event description:
It was reported that error 45639 alarmed during a bench test. No patient involvement. No patient injury reported.

Manufacturer narrative:
The device was returned to smiths medical for the error 45639 alarm. Smiths tampered seal label was intact. Minor scratches on lcd lens screen. Unable to navigate due to the recurring error alarm. Power up self test which failed. Error code 45639 was found just upon powering up. The root cause for the faulty / inoperable main board is unknown. (Motor sense high current /power). Replaced main board. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.